Event description:
It was reported that during a cholecystectomy procedure, the clips were ejected out of the track. A like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary - no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.